Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. New information is reported in h4, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: from the information that the customer ordered a lamp for replacement, it is considered to be failure of the lamp that was installed. The cause of the lamp failure is presumed to be the following: the lifetime of the lamp. An accidental failure of the lamp (in the case where the phenomenon occurred shortly after the lamp was installed).

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It is reported an olympus video system had a lamp a error. There is not patient impact related to this occurrence.